Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was thoroughly inspected, no evidence of a leakage could be identified, there was no damage observed on the syringe or any components that could contribute to a leak, and all stoppers were verified to be properly assembled on the plunger. A device history review was performed for reported lot 2502116 , no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Results were reviewed and verified product met required specification. Leakage testing was performed on the the returned syringe, the product was verified to meet required specification and no leakages were observed. Six retained samples were used for additional evaluation. Upon inspection, no damage was observed on the syringes, all stoppers were properly assembled and all samples met required specification. Based on our investigation and sample evaluation, we are not able to identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.ds.

Event description:
Additional details: no, as far as I can see there is no visible damage to the syringe. The loss of liquid occurred during use, but I don't see any obvious defect.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description of facts: loss of fluid from the rubber plunger of a syringe containing unfractionated heparin. This same anomaly was encountered on 3 syringes of this batch on the weekend of may 31st and 1st. Clinical consequences: no clinical consequences observed.